Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an esophageal varicose vein removal procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the tripwire broke while attempting to deploy the third or fourth band. The physician withdrew the speedband device, and then successfully completed the procedure using a second speedband superview super 7 ligator device. Reportedly, no other device damage was visible and its packaging was without issue. Additionally, although longer than expected, the procedure outcome was "okay." No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.